Event description:
It was reported that an event involved a 28 cm (11") set per infusione per pompa con due clave connector e perforatore con filtro, when the chemotherapy bag was connected, the connecting valve detached from the tubing. The nacl bag connected to the tubing partially leaked. The infusion line was changed. No clinical consequences were observed¿. But there was risk of infection related to opening the closed system. There was a delay in therapy of approximately 5 minutes, the time it took to reassemble one line, but the therapy was completed. The valve that was connected to came loose when the health care professional screwed it on. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. Additional contact information: (B)(6).